Manufacturer narrative:
The customer had agreed to pump training.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, the customer reported to have used new infusion set style and the high blood glucose issue returned. No additional information was provided.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (up to 390 mg/dl). The customer reported the high bg occurs 4-8 hours after a supply change the bg returns to the target level. The customer thought the cause of the high bg was an absorption issue that resolved over time. A correction bolus would be delivered to address the high bg. The current high bg had decreased to the target range. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the information.